Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Event description:
It was reported that the customer's insulin pump would switch off without alarming and had cracks near the battery compartment. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.